Event description:
In early 2009, the lay user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose 4-5 times a day. She takes set dosage of lantus insulin, glucophage, and glipizide regardless of her meter readings. The patient indicated that the alleged meter issue started on an unspecified date/time towards the end in late 2008. The patient claimed that during that time, she was unable to test her blood glucose because of the meter issue. Although she was unable to test, the patient continued to take her medications as prescribed. She also tried to watch what she was eating. About 3 days after the alleged issue began, the patient claimed that she developed symptoms of blurred vision and her kidneys started to hurt. The patient attributed the blurred vision to high blood glucose. She denied seeking or receiving medical intervention from a health care provider as a result of the alleged issue. Her blood glucose was not tested on another during the time of concern. The patient admitted that she had not replaced the device's battery according to the owner's manual. The patient did not have a replacement battery for troubleshooting. The meter, test strips and controls solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.